Manufacturer narrative:
Batch review performed on 31 january 2025: lot 2242330: (B)(4) items manufactured and released on 09/12/2022. Expiration date: 24/11/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Acromial stress fracture occurred approximately 3 months post surgery.

Manufacturer narrative:
Information included in the follow-up: how the patient was treated, planning review, clinical evaluation, conclusions. Patient match planning review: our analysis of the myshoulder process of this case found no deviations from the standard procedures. Each step has been performed correctly. Clinical evaluation: acromion stress fracture was discovered at about 3 months from the primary rsa. Possible contributing factors could be low bone quality, traumatic events, or even excessive distalization of the implant which increases muscle stress and leads to bone fracture. However, with the information at hand, it is not possible to determine the cause of this fracture but there is no reason to suspect a malfunctioning device. Conclusions: fracture of the acromion is an established complication of reverse shoulder arthroplasty, and it can be related to many factors, both patient-specific and intraoperative. Although a certain root cause cannot be identified, the overall analysis did not reveal any anomalies in the planning and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Acromial stress fracture occurred approximately 3 months post surgery. Fracture has been treated with plate fixation with distal tibial allograft.